Event description:
The initial a femoral to femoral artery bypass was completed in 2007, using an 8 mm gore propaten vascular graft. The graft was explanted in 2008, due to a possibly infected graft, however, cultures were negative. Two months later, the pt had another femoral to femoral bypass due to ischemia of the right foot. A thin-walled gore-tex vascular graft was used for this procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.